Manufacturer narrative:
H6: component code added. G3/g4: PMA/510(k)number added.

Manufacturer narrative:
(B)(4).

Event description:
The following publication was reviewed: ¿management and endovascular therapy of ureteroarterial fistulas: experience from a single center and review of the literature¿ (bjoern simon et al, cvir endovascular 2021, published online april 17, 2021). This retrospective case series evaluates a single center experience of percutaneous stent graft angioplasty and/or coil embolization for ureteroarterial fistula (uaf). 17 uaf in 16 patients who underwent endovascular uaf therapy were included. It is mentioned in table 3 of the article that patient 15 presented with an uaf in the common iliac artery that was treated with two gore® excluder® aaa endoprostheses. It was stated that stent graft extension due to aneurysm growth was required.